Manufacturer narrative:
Updated: b5, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, an endoscopy support specialist (ess) was dispatched to customer site and provided onsite training for the customer. The customer believes the issue is with a new design for the transducer being smaller resulting in balloons not fitting anymore. The issue was escalated to a regional solution manager to support the customer. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that during the therapeutic endobronchial ultrasound (ebus) procedure, the ballon was still coming off. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.